Event description:
Plif l5-s1 2/19/07; left sacroiliac arthrodesis (B)(6) 2009 <(>&<)> (B)(6) 2010 <(>&<)> (B)(6) 2013. On (B)(6) 2007, posterior lumbar fusion, revision and replacement of screws l5 left and s1 right, replacement of screws l5 right and s1 left, application of rhbmp-2/acs cancellous allografting. Removal of internal fixation devices and exploration of fusion. Use of intraoperative neuro monitoring, use of intraoperative stealth and iso-c. Bmp allograft was mixed in the following fashion: 60 grams of crushed cancellous bone was moistened to the consistency of wet sawdust, and then one half of a small was morcellized on the collagen sponge into the cancellous allograft. This was then placed in 3 ml syringes and applied very precisely to the decorticated dorsal elements including the facet regions and inner laminar space and the interspinous space as well as a course of more traditional dorsal lateral fusion. On (B)(6) 2009, left sacroiliac arthrodesis, application of medtronic bmp-2, application of cancellous allograft. Use of stealth computer-assisted surgical navigation. Placement of titanium interference device. Cancellous bmp was mixed in the following fashion: 60 ml of crushed cancellous bone was mixed with an extra-extra small bmp which was morcellized into slightly moistened allograft. The bmp was mixed in the traditional way and then morcellized. On (B)(6) 2010, right sacroiliac arthrodesis. Application of medtronic bmp 2. Application of cancellous allograft. Right sacroiliac arthrodesis. Application of medtronic bmp 2. Application of cancellous allograft. A small match head was used to freshen and remove the remaining soft tissue and then this was cratered with a 7.5 acorn and then filled with allograft bmp mixed in the following fashion: 60 ml of crushed cancellous allograft was moistened to 10 ml of saline, into this was morcellized double extra small bmp and into this was placed a gram of avitene. This was delivered to the receiving site with 3 and 5 ml syringes and carefully packed into all the recesses. On (B)(6) 2013, revision left sacroiliac arthrodesis. Explantation of old implant. Augmentation bone graft. Allograft bmp. Use of stealth computer-assisted surgical navigation. The bone graft was mixed in the following fashion: 30 ml of crushed corticocancellous allograft was moistened with 5 ml of saline and into this was placed a morcellized single extra small bmp. This was dried with 2 grams of avi tene and delivered to the wound in 3 and 5 ml syringes. It was packed into all the recesses including the implant and deep to the implant, above and below. Before actually placing the allograft bmp, a second extra small rmp. Post-op, the patient developed chronic pain in back and limbs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.